Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump stopped working and did not come online after charging on the provided pad and an alternate outlet, consistent with a device problem related to premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user relied on an alternative insulin therapy until a replacement arrived. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an energy storage system problem attributable to the battery, aligning with the reported premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.